Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental emdr will be filed.

Event description:
It was reported to boston scientific corporation that an expect slimline needle was used in the pancreas during an endoscopic ultrasound-guided fine needle aspiration (eus fna) procedure performed on (B)(6) 2021. During the procedure, the needle broke off at the distal end after the third pass while sampling a calcified pancreatic mass. The needle tip (2cm) was removed from the patient using forceps with an overtube. The procedure was completed with another expect slimline needle. There were no patient complications reported as a result of this event.